Event description:
A femoral head trial was lost inside the hip patient's soft tissue. The doctor was not able to retrieve it and consulted a general surgeon; extending the case 20 minutes. The patient was closed without locating the trial.